Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone14.7 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the (leg) causing the cannula to dislodge. A new pod was successfully applied.